Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right atrial lead exhibited impedance of 2500 ohms in both configurations. The lead exhibited increased capture, decreased sensing and noise. The patient would be monitored.